Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a hair found in the cassette. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. A photo of the sample was reviewed for evaluation. Visual inspection was able to confirm the reported failure mode. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.